Event description:
Customer reported the passport xg monitor's spo2 function was not working which may have resulted in a loss of spo2 monitoring.

Manufacturer narrative:
Mindray service representative replaced a defective spo2 finger sensor.